Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shut down. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was 300 mg/dl. Replacement cable was sent to customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.